Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the balloon was damaged, and it could not inflate. They noted that the device was used on the patient. There was no patient injury.